Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, fretting and crevice corrosion may occur at interfaces between components. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01656 & 04730).

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately ten (10) years post-implantation due to allegations of pain, discomfort, swelling, lack of mobility, inflammation, metallosis, damage to surrounding bone and tissue, metallic-stained tissue, dehiscence of posterior capsule, and elevated levels of cobalt and chromium. During the procedure, the head and taper adaptor were removed and replaced with an active articulation bearing. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.. It was reported in operative report received that patient underwent a right hip revision procedure approximately ten years post-implantation due to pain and elevated metal ion levels. During the procedure, metal-stained tissue, dehiscence of capsular repair, fibrinous debris, necrotic tissue and corrosion were noted. The femoral head and taper adpater were removed and replaced, and an active articulation bearing was implanted.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.